Manufacturer narrative:
Manufacturer entity: corrected. Expiration date : added. Manufacturing site for devices: corrected. Manufacturing date: added. Patient code: corrected for thrombosis instead of stenosis which was initially filed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke and stent thrombosis are known risks associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 6 months post successful stent assisted angioplasty procedure of the stenosed right internal carotid artery (ica), the patient developed a cerebral infarction due to a chronic stent occlusion. The patient was administered 30 mg argatroban for two days and 60 mg edaravone for approximately six day. The physician did not have any allegation against the stent. Additional patient¿s condition could not be obtained because the patient changed hospital.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that 6 months post successful stent assisted angioplasty procedure of the stenosed right internal carotid artery (ica), the patient developed a cerebral infarction due to a chronic stent occlusion. The patient was administered 30mg argatroban for two days and 60mg edaravone for approximately six day. The physician did not have any allegation against the stent. Additional patient¿s condition could not be obtained because the patient changed hospital.